Manufacturer narrative:
Di not available as product was manufactured on or before september 23, 2014.

Event description:
It was reported that patient presented for a schedule procedure. During the procedure after opening the pocket the physician noted that the right ventricular lead had insulation damage. The lead was explanted and replaced. The patient was in stable condition.